Event description:
(B)(4). The provider states the consumer reported the unit will not intermittently go and not displaying an error code. The provider will go out and evaluate the unit. This chair has chin control and he will take a close look at that then call back with additional information as his information all comes from the consumer and he hasn't sent the chair yet (B)(4).